Event description:
Inaccurate erratic readings. In blood glucose tests, customer received readings of 493, 77, 193, 75, 142, 87, 122, and 80 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.